Manufacturer narrative:
Per the tandem user guide, "the dexcom cgm only allows pairing with one medical device at a time (either the t:slim x2 pump or the dexcom receiver), but you can still use the dexcom mobile app and your t:slim x2 pump simultaneously using the same transmitter ID." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent invalid transmitter ID alerts occurred. Despite multiple attempts, a sensor session was unable to be initiated. No additional patient or event information was available. Reportedly, the customer was paired to more than one device. A replacement transmitter was sent to the customer.